Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 5/3/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge tip with the plunge rod advanced to the lens. The lead haptic could be observed to have been ejected from the cartridge. The handpiece was disassembled, and the assembly was inspected, revealing that there were no issues that could cause or contribute to the complaint issue. Inspection of the cartridge revealed that there was viscoelastic residue inside of it however, it was not distributed along the length of the cartridge, suggesting that an inadequate amount of ovd may have contributed to the complaint issue. The lens was removed from the cartridge and cleaned, revealing that both haptics became detached during removed. The lens was cleaned and, the lens could be observed to be damaged in a way consistent with a lens that was stuck inside of the tip of a cartridge. Conclusion: the complaint issue lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a malfunction during insertion. The lens did touch the patient as well as the cartridge tip and the lens was only partially inserted before removal. As per the surgeon there was no use error. No other information is available.